Event description:
It was reported that patient came to clinic due to an alert for oversensing. Lead revision was done and a new lead was implanted, old lead capped. At follow up patient condition was good.

Manufacturer narrative:
(B)(4).